Event description:
The hearing performance with the device is affected. On (B)(6) 2025, the user was seen and reported that she feels her hearing dropped rather suddenly about 1.5 months prior. She had difficulty hearing and can could longer understand speech. The user was re-implanted.

Manufacturer narrative:
Conclusions: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition a complete insertion was not achieved at implantation surgery with one channel remaining extra-cochlear. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. In addition a complete insertion was not achieved at implantation surgery with one channel remaining extra-cochlear. However, to determine an exact root cause a device investigation of the explanted device is necessary.

Event description:
Hearing performance with the device is affected.

Event description:
Hearing performance with the device is affected.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.